Event description:
The customer reported to customer service that the transformer housing for her breast pump broke apart (the bottom came off and the whole casing fell off) when she plugged it into the wall. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to obtain additional complaint information and to get the product back for evaluation are on-going. The customer stated that the transformer housing broke apart, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed.